Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient has abdominal scar tissue and occasionally inserts the needle into scarred areas despite attempting to rotate sites on (B)(6) 2026. High blood glucose was treated with a correction bolus via pump.